Manufacturer narrative:
The explanted pump was returned for evaluation. The inlet stator bearing cup and the rotor bearing ball revealed red/white, tissue-like deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over an undetermined period of time while the pump was supporting the patient. The duration of its presence in the pump could not be conclusively determined. The distal side of the rotor revealed a white, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was supporting the patient. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Although a root cause for the observed depositions could not be conclusively determined through this evaluation, they were partially obstructing the blood flow path and could have contributed to the reported hemolysis and elevated lactate dehydrogenase. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient's lactate dehydrogenase levels began to rise, and on (B)(6) 2015, the patient developed hematuria. On (B)(6) 2015, the patient's pump was exchanged. Additional information regarding the event was requested; however, none was provided.